Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for elecsys ft4 iii (ft4 iii) on a cobas e 801 module compared to the abbott method used in another laboratory. Patient 1 initial ft4 iii result was 24.1pmol/l. On (B)(6) 2018 the repeat result from the abbott method was 16.4 pmol/l. On (B)(6) 2018 patient 2 (male, (B)(6)) initial ft4 iii result was 27.8 pmol/l. On (B)(6) 2018 the repeat result from the abbott method was 18.4 pmol/l. The erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The e801 module serial number was (B)(4).

Manufacturer narrative:
Result and conclusion codes added.

Manufacturer narrative:
Ft4 was measured for the provided samples. The values were found to be at the upper limit or above the normal reference range. The observed mathematical differences in values obtained from either roche or siemens platform are most likely due to the fact that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and the standardization methodology used. From the investigation, an interfering factor against the reagent can be ruled out. The investigation did not identify a product problem.

Manufacturer narrative:
The customer provided discrepant ft4 iii results for an additional patient (patient 2). On (B)(6) 2018 patient 2 (female, 49 years) initial ft4 iii result from the e801 module was 30.0 pmol/l. On (B)(6) 2018 the sample was repeated by the abbott method and the result was 19.4 pmol/l. Patient 2 does not have any thyroid issues. Additional relevant tests were provided for patient 2. Refer to attached data for these results.

Manufacturer narrative:
The additional patient referred to in follow up report 1823260-2018-02549-01 is patient 3 and not patient 2. The samples for patient 1 and patient 3 were submitted for investigation. The 2 patient samples were tested on an e801 module with ft4 iii reagent lot 304694. The customer's ft4 iii results could be reproduced. The investigation is ongoing.